Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. No additional tests were performed as part of this complaint investigation. Since the catalog number is unknown it cannot be related to any complaint for same catalog number and same issue. A device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the capio slim device was released, and the suture device was cut off. The same capio was used but a different suture to complete the case. There was no patient injury.